Event description:
During testing and repair at the independent repair center, the irc5po2 concentrator is alarming (red light). This was due to manifold valve not fully shifting that led to the malfunction.